Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device alarmed system error 345. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the upstream sensor assembly was replaced for precautionary measures as the upstream thermistor and the downstream thermistor within specification. Review of the prior service record indicates that all service actions were completed during the prior return. The cause of the system error 345 found during evaluation was identified to be an out of specification downstream thermistor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.